Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis confirmed the reported output anomaly. Automated and bench tests revealed damaged output circuitry. It is believed that a damaged lead caused a short from the rv to can resulting in the damage to the output circuitry. The lead was capped and not returned for analysis.

Event description:
It was reported that an alert was displayed for possible output circuit damage and low hv lead impedance. The ICD was explanted and replaced.